Event description:
It was reported that the device stopped working within 10,15 minutes of use, with no error message displayed on the laser. The disposable scope ball tip came off from the rest of the fiber during the procedure. No troubleshooting was performed, and the next course of action was to replace the product. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The reported fiber cap/tip detachment was not confirmed as the fiber tip was present and attached. There were no breaks along the fiber body. However, analysis identified burn marks on the connector face. The fiber was functionally tested, and it was noted that the aiming beam light was dim. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported event of fiber cap/tip detachment as analysis did not identify cap/tip detachment or breaks along the fiber body.

Event description:
It was reported that the device stopped working within 10:15 minutes of use, with no error message displayed on the laser. The disposable scope ball tip came off from the rest of the fiber during the procedure. No troubleshooting was performed, and the next course of action was to replace the product. There were no patient complications.